Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 188-01-09 - wedge plasma x/o sz 9; (B)(6), 170-36-07 - biolox delta femoral head 36mm od, +7mm; (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2.

Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6)2017. They subsequently had right hip revision on (B)(6)2023, approximately 6 years after their primary surgery. Postoperative diagnosis: premature wear of polyethylene and osteolysis of right total hip due to poly recall. There was a well-fixed femoral component and a well-fixed acetabular component. There was visible evidence of polyethylene wear of the superior dome of the acetabular liner. Liner and femoral head were replaced. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.